Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The physician attempted to direct stent the 2.50x16mm taxus express2 drug eluting stent (des), but the device was unable to cross the lesion. The physician removed the stent delivery system (sds) from the patient and it was noticed that the proximal side of the stent was lifted up. The procedure was successfully completed with another or the same device with no patient complications reported. The patient's current condition is listed as "good".